Event description:
It was reported to boston scientific corporation in 2007 that an enteryx procedure kit was implanted in a female patient (weight unknown) in 2004. According to the complainant, a week or so after having the procedure, she "started not feeling well. She had a fever and pain in her chest. This went on for many months and several doctor visits, and eventually she had a CT scan that showed enteryx in her lungs. She has seen a few doctors, and has been told she will have to live with it. She takes medicine everyday and is hoarse."

Manufacturer narrative:
Other (pain with swallowing). The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown.the device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in 2005. Boston scientific corporation no longer produces the reported product. Product unavailable for analysis.